Event description:
A us distributor reported that a (B)(6) male pt passed away on (B)(6) 2015. The lifevest delivered treatments at 19:55:00 and 19:57:16. CPR artifact contributed to the false detections. The rhythm after the second treatment was severe bradycardia (20 bpm). The lifevest was shutdown at 20"00"06. The response buttons were not pressed during the event. The exact time of death is unk.

Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to te defibrillation event. Device MFR date: electrode belt (B)(4): 01/01/2013.